Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/28/2015 with the following findings: a review of the black box indicated an unexplained reboot occurred on (B)(6) 2015 at 09:42. The battery cap was unable to fully secure to the pump. The battery cap contacts were within required specifications. A test battery cap was also unable to fully secure. The battery compartment was cracked and the threads were stripped. There was evidence of moisture corrosion in the battery compartment and on the underside of the returned battery cap. Leak testing revealed a leak at the battery compartment crack. The pump was exercised for 24 hours with a test battery cap with no power interruptions occurring. The pump casing was removed and no internal defects were found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date the patient experienced elevated blood glucose (bg) of or above 250mg/dl with no reported signs or symptoms of hyperglycemia associated with an intermittent power issue. Reportedly, the battery compartment threads were stripped and there was moisture/corrosion in the pump. The reporter confirmed that the battery cap's yellow o-ring was not showing at the time of the alleged power issue. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the alleged power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.